Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net and the pulse generator was noted to be in backup vvi operation. The patient was brought into the clinic for further troubleshooting. After a device software download, normal device function resumed. The patient would continue to be monitored.